Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/6/2023,, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer, driver shaft are "catching" during the case and difficult to use. The case was completed successfully, with no further information provided. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: b5, d9, g3, h6. Complaint is confirmed. Functional testing was performed and found that the returned ar-9676 angled reamer shaft gets stuck inside the ar-9597-10 and cannot be moved freely. Visual evaluation noted that the ar-9676 is stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos.

Event description:
Additional information received on 12/22/2023: this was discovered during a reverse total shoulder procedure on (B)(6) 2023. The case was completed with the instrumentation, but due to the drive shaft catching they needed to get it replaced to insure no complications in the future. There were no adverse effects on the patient reported.